Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error during normal use. Customer's blood glucose was 167 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is being return for analysis.

Manufacturer narrative:
The pump was received with intermittent esc button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.